Event description:
During an in clinic follow up, it was observed inappropriate atp and shock were delivered from the device due to a supraventricular tachycardia (svt) resulting in an incorrect interpretation of signals. It was noted, no device malfunction was alleged by the healthcare provider. It was suspected the inappropriate therapy was due to the programmed settings of the device. No intervention is anticipated on the device, it is anticipated the patient's medications will be reviewed. The patient was stable.